Manufacturer narrative:
(B)(4): the customer reported that the device was intermittently rebooting. The unit was evaluated by a philips field service engineer. The symptom could not be duplicated. No related parts were replaced. The device was returned to the customer after passing all testing. Based on the customer's report we are considering this a malfunction. We cannot determine the cause since the symptom could not be duplicated.

Event description:
The customer reported that the device was intermittently rebooting.